Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient reported that "stryker bone cement did not hold and knee fell apart within a few weeks of surgery causing four add surgeries including another knee replacement. It caused permanent damage to my leg. I will never walk normally again. I have a letter from my doctor stating that the damage was caused by the product. I am in pain every day from the damage. Initial knee replacement 2012. In 2012 total rebuild and knee replacement. In 2013 surgery to remove scar tissue from surgeries. I have been in therapy for over two years. I cannot walk without a device and that is limited. I am now permanently disabled."